Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced atrial fibrillation during the implant procedure. The procedure was aborted prior to implant of any devices. The patient recovered and was later implanted with the permanent device with no reported incidents.